Event description:
It is alleged that an emt reportedly attempted to prevent a cot from tipping and strained their wrist. The emt reportedly received prescription medication, and utilized a wrist splint. No pt adverse consequence is reported.

Manufacturer narrative:
The customer reported that there was no cot malfunction. The cot was performing to specs.